Event description:
A surgeon reports a patient with symptoms of inflammation and a sudden decrease in visual acuity six days following intraocular lens (iol) implant surgery. A capsular bag tore during the procedure. The anterior chamber and vitreous were white and there was tyndall. There was no pain or redness. The event was more inflammatory than infectious. The patient was treated with medications. Additional information has been requested. There are two medical device reports being submitted for this report. This report is for the iol.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 11/19/2008.